Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the light source's scope connector wasn't working. The issue occurred during preparation for use. After cleaning the contact on the light source, the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Customer stated that the problem was resolved by cleaning the contact on the xenon light source (clv-190). Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope connector did not work was due to dirt on the contacts of xenon light source (clv-190). Olympus will continue to monitor field performance for this device.